Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had frequently failed. A field service engineer tested the drawer and the drawer controller and found errors with resistance on the solenoid connection. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system er1 main 4.1 drawer failed and all the cubies were not detected on the communication bus, preventing the user from accessing medication. The customer stated that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.